Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: the system was inspected and tested by a qualified livanova field service engineer (fse), who was unable to reproduce the reported issue or identify any deviations during functional verification. Livanova initiated an investigation.

Event description:
Livanova deutschland has received a report that the electronic remote clamp (erc) open and close buttons disappeared from the cp5 panel. As a result, the user was unable to manually operate the panel to open or close the erc. In addition, the information displayed on the second panel from the top intermittently disappeared, and the revolutions per minute (rpm) value dropped to zero. The issue occurred during a procedure. No patient injury was reported.